Event description:
The patient contacted animas on (B)(6) 2012 alleging the pump experienced a load step malfunction when the pump ejected the contents of the cartridge during the load step. The patient was confirmed to have been disconnected from the pump at the time, but reported having low blood glucose (bg) of 29 mg/dl with associated severe sweating as a result of the load step malfunction. The patient stated that she self-treated the low bg with consumption of food with resolution. The patient reported, her bg to be 97 mg/dl without symptoms of bg excursion at the time of the call to animas. The patient stated the pump did not emit a "cartridge not detected" warning when the alleged load step malfunction occurred. The patient further reported having loss of prime issues with the pump and stated that her bg has had low excursions for the past week. Animas customer technical support explained to the patient that if she was not connected to the pump at the time the load step malfunction occurred, she would not have experienced a low bg excursion because no insulin would have been infused; however, the patient was adamant that the load step malfunction was responsible for her low bg excursion. The patient discontinued insulin pump therapy and began on a backup plan. This complaint is being reported because, the patient alleged the pump experienced a load step malfunction, which caused her to have low bg of 29 mg/dl even though the patient denied being attached to the pump at the time. The allegation of a load step malfunction was not resolved through troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.